Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 28 may 2020.

Event description:
The customer reported a touchscreen malfunction. There was patient involvement, but no patient harm. The manufacturer¿s field service engineer (fse) confirmed the reported touchscreen malfunction issue. The fse replaced the touchscreen to address the reported problem. The machine returned to normal use.

Manufacturer narrative:
G4: 20may2020. B4: 02jun2020. H11: h6: patient, results, conclusion codes: the manufacturer¿s field service engineer (fse) found that the touchscreens touch did not work. The fse confirmed the reported issue. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.